Manufacturer narrative:
H.6. Investigation: bd was able to reproduce customer¿s experience with the bactec product for discrepancy between the product insert and the carton label. Sodium bicarbonate is part of the ingredient list in the carton label. Revision 06 of product insert 500017521 was approved to remove the ingredient from the reagent section. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on retention samples results. Due to the discrepancy a product label development and change control were initiated to make the changes to the carton label. Both materials will be aligned by removing the sodium bicarbonate as part of the ingredient list. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that while using bd bactec¿ standard anaerobic/f culture vials (plastic) incorrect label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports ingredient listing does not match on the box label and the package insert for product 442024."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ standard anaerobic/f culture vials (plastic) incorrect label information was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported that customer reports ingredient listing does not match on the box label and the package insert for product 442024."